Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that this device was installed by the customer in january 2013 and passed a self-test. The device failed multiple self-tests due to a low battery between january 2013 and april 2013 when an increase in voltage suggests a further pad-pak was installed, the device passed a self-test. Multiple manual power ups mainly of 10 minutes duration were observed in the device memory between the 26th march 2016 and the last log entry on the 14th june 2016. Investigation found the reported fault may be attributed to membrane failure. The ten minute time outs recorded would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The self-test fails may be due to the pad-pak not being seated properly in the device or a partially depleted unit may have been installed. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.